Event description:
(B)(4). Pelvic pain started two months after I remember I had been feeling fine and out of no where this excruciating pain had me fall to my knees, and ever since I get it at least once a month a week after my cycle. I have been treated for depression, anxiety, frequent headaches, weight gain, painful cramps during a before cycle, sex can be uncomfortable, mood swings.